Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly complaint of pain since implant of the composix kugel had "separated form the abdominal wall and become balled up" no sample has been provided for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on information provided, no conclusion can be drawn.

Event description:
The initial attorney report alleged pain, surgical intervention and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2007 - the pt underwent repair of multiple incisional hernias with a composix kugel mesh. On (B)(6) 2007- (B)(6) 2008 - office visits, the pt was having pain and the inability to bend over with a lump on the right side of abdomen since the composix kugel was implanted. On (B)(6) 2008 - the pt underwent excision of the composix kugel mesh, medical records note that the composix kugel had "separated from the abdominal wall and become balled up." And a composix mesh was implanted to repair the hernia.